Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms were unable to be cleared. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of alarm. Reportedly, the customer had an alternate pump available for insulin therapy.